Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error 2240 alarm which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) had the caregiver (cg) recycled power to clear the alarm and explained alarm. The cg would discard supplies. The cg would contact peritoneal dialysis registered nurse (pdrn) regarding alarm and the hp being connected. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted registered nurse (rn) on (B)(6) 2012 regarding the system error 2240 alarm. The rn stated that she was told of the alarm. The rn reported that the issue was resolved, but she did not know the cause of the alarm. Per rn, the caregiver had reported that there were no loose connections, disconnections or defects on the supplies. Per rn, the home patient (hp) did not have any injury or harm as a result of this incident. The rn stated that the hp was doing fine and continuing therapy without issues. The rn stated that the supplies had been discarded and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.